Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.

Event description:
Boston scientific received information that this device displayed only 1 year until device replacement would be needed. Data analysis showed the battery appeared to be depleting more quickly than expected, with an unknown root cause. Immediate device replacement was recommended, as the battery behavior could not be predicted. This device was explanted and replaced. No additional adverse patient effects were reported.